Event description:
(B)(6) customer alleged high readings using his contour next usb meter. No adverse events were alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for eval and tested with blood. The difference between the target value and the meter reading fell in the "d" zone of the consensus error grid, making the difference clinically significant. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws. Model# was not provided.